Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. As a precautionary measure, the dhrs for modular cable lot number 7031757 were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. The hm3 lvas patient handbook is also currently available. Section 1 of the IFU lists death as an adverse event that may be associated with the use of the hm3 lvas. Section 1 of this IFU provides an explanation of all pump parameters, including pump flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Analysis of the submitted log files confirmed pump stop events that appear consistent with the report that the driveline was disconnected. A direct correlation between the reported patient outcome and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The system controller event log files contain data from timestamp (B)(6) 2021 at 12:18:59 through (B)(6) 2021 at 09:12:13. It should be noted that abbott technical services reported that the timestamp was one hour behind the true time. From the beginning of the file until (B)(6) 2021 at 05:53:28, the pump appeared to be operating as intended with calculated average flow values ranging from 4.7-5.1 lpm. At 05:53:28, the driveline disconnect alarm activated and a subsequent pump stop was captured. The pump regained speed at the low speed limit at 05:53:56, after the driveline was reconnected. An additional driveline disconnected and pump stoppage event was captured on the same date, at 07:25:18. The pump regained speed above the low speed limit at 07:37:57, after the driveline was reconnected. These events appear consistent with the center¿s report that the patient was found down with a disconnected driveline. A specific cause for the driveline being disconnected could not be conclusively determined through this evaluation. Additionally, intermittent low flow alarms were captured after the driveline disconnect events, on (B)(6) 2021. Calculated average flow ranged from 1.1-2.4 lpm for these events. Overall, calculated average flow ranged from 1.1-5.6 lpm in this timeframe (post-driveline disconnect events). A specific cause for these low flow alarms could not be conclusively determined through this evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's history of right heart failure and ventricular tachycardia are captured in MFR # 2916596-2021-02366. No further information was provided. A supplemental report will be submitted once the manufacturers investigation is completed.

Event description:
It was reported that the patient was found unresponsive on their bathroom floor by a family member on (B)(6) 2021. The family member had gone down stairs for a few minutes and when they returned the patient was down, the modular cable was disconnected, and the device was alarming. The family member contacted emergency medical services (ems). Upon arrival at the hospital the patient's pupils were fixed and dilated, and there was no spontaneous breathing. Review of the log files showed that two pump stops had occurred, both caused by driveline disconnects. The first occurring on (B)(6) 2021 at 6:25 am and lasting for 25 seconds. The second also occurring on (B)(6) 2021 at 8:25 am lasting for 12 minutes. The second of the two pump stops was resolved by the family member reconnecting the driveline. The low flow alarms were found to be caused by cardiac arrest, which occurred while the patient was down. Also, the clock was noted to be an hour behind the true time. The patient was known to have a history of right heart failure and ventricular tachycardia, and had a tracheotomy. The patient was recently hospitalized for bacteremia pneumonia, and was then discharged to the transplant house prior to this event. During this admission the patient was given a head computed tomography (CT) scan. The results of the head CT were as follows: "no acute intracranial process. Mild generalized volume loss. If further clinical concern persists this would be better evaluated with magnetic resonance imaging (MRI)." However, shortly after the CT scan the patient was withdrawn from support as the patient expired. The patient was cremated and the pump would not be available for return. This event was also reported within manufacturer report number 2916596-2021-02436.